Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient visited the hospital for a follow up with symptoms such as dizziness and shortness of breath. The patient felt those symptoms a few days prior to visit to the hospital. C-av block and v-pace of 100% were confirmed, which was cause by pacing failure. Rv lead impedance was over 2000 ohms. Changed to unipolar setting, and changed pulse from 0.6ms to 0.4ms. The threshold was less than 1v. The patient was charged into the hospital. The treatment given to this patient is undecided.